Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's system was explanted and replaced on (B)(6) 2015. Prior to the explant the manufacturer representative checked impedances and all values were greater than 20,000ohms. Due to the malfunction the patient had pain and less than 50% therapy relief in the back of their left leg. After the replacement the manufacturer representative met with the patient on (B)(6) 2015 and they were getting much better coverage and seemed happier.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s device had stopped working in (B)(6) 2014. They were going to have revision to replace their ¿wires¿ with surgical leads. The reason for the lead replacement is because two of the leads were too close and ¿ended up crossing¿ and are now not responding. They were using a lead with 8 electrodes with 3 or 4 of them programmed which resulted in 100% relief but then ¿the 3 to 4 electrodes stopped working¿ but everything else was working. Reprogramming was performed several times but the issue was unresolved. The patient further reported that the neurostimulator was ¿becoming intermittent¿ starting since implant ((B)(6) 2014) they had no relief. The patient has a surgery scheduled with a neurosurgeon however the date was unknown.

Manufacturer narrative:
Analysis of the ins, (B)(4), found insignificant anomalies. The ins was functionally okay. Analysis of the lead, lot # va0fkbw017, found no significant anomalies. The lead body had been cut through and was segmented. Analysis of the lead, lot # va0htde004, found the conductor was broken at the injex anchor site. (B)(4).

Event description:
The leads and stimulator were returned to the manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implant was not working and that it was defective. The patient noted that their manufacturer representative has tried to reprogram the device several times without success. It was noted that ¿some of the electrodes on one of the leads are dead¿ and stated that the only way to correct the problem is to replace it. They further noted that 3-4 of their leads are ¿not responding to commands¿. Further troubleshooting and reprogramming to work around the leads did not give the patient any relief. The manufacturer representative noted that the leads were ¿out of impedances¿. X-rays showed that the leads had ¿crossed over¿ and would need to be replaced. The patient was not happy with their situation and was suffering in pain. No intervention or outcome was provided however additional information has been requested and if received a follow-up report will be sent. The patient had not yet decided how they wanted to proceed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger. (B)(4).